Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer received an unexpected restart alarm, as well as an external ram error alarm.customer's blood glucose level at the time 408mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no signal too low alarm was noted. However, the insulin pump alarmed after a battery change due to a broken solder joint. The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed and was unable to prime due to the alarms. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, missing end cap sticker, broken belt clip slot and cracked battery tube threads.